Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 3 devices were received. 9 device investigation types have not yet been determined. Event confirmation status: 3 reported events were not confirmed. Evaluation results: 1 device was found to be affected by compromised lubrication. 1 device was found to be affected by corrosion. 1 device was found to be affected by damaged bearings. 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. - 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 12 events were previously reported during the reporting quarter; however:  - 2 events were reported in error. - 10 previously reported events are included in this follow-up record. Product return status 7 devices were received. 3 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 12 previously reported events are included in this follow-up record. Product return status 7 devices were received. 5 device investigation types have not yet been determined. Event confirmation status 3 reported events were confirmed. 4 reported events were not confirmed. Evaluation results 1 device was found to be affected by compromised lubrication. 5 devices were found to be affected by corrosion. 1 device was found to be affected by damaged bearings.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.